Event description:
It was reported that an error message was generated by the programmer. The service diskette was run but the error did not clear. Follow-up determined that this occurred during an attempted software download and that there was no patient involvement. It was further reported that the radio frequency (rf) programmer head was returned along with the programmer, and subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the radio frequency programmer head tested out of specification during the uplink functional tests. The head cable was replaced and the programmer head then passed all functional and systems tests, and no other anomalies were found. Concomitant products: product ID 2090 programmer. (B)(4).